Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. B) as lot # 17054483m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. C) evaluation codes field should reflect (since csi support is still working on updating the system with the new codes): d) bwi concomitant products used: product name: carto® 3 system us catalog #: fg540000 , (B)(4). Product name: stockert 70 rf generator us catalog #: s7001 , (B)(4). Product name: coolflow® irrigation pump us catalog #: cfp002 , (B)(4). Product name: webster¿ electrophysiology catheter us catalog #: f6df252rt lot #: unknown product name: webster¿ electrophysiology catheter us catalog #: f6df252rt lot #: unknown product name: thermocool® smart touch¿ bi-directional navigation catheter us catalog #: d132704 lot #: 17240228m e) non-bwi products used: brk xs needle model # g407211, agilis nxt sheath model # 408309 both st. Jude medical and an acunav (B)(4) ((B)(4)) from siemens. (B)(4).

Event description:
It was reported that a (B)(6) male patient, underwent an atrial tachycardia procedure with a decanav electrophysiology catheter and suffered a cardiac tamponade while mapping near the right superior pulmonary vein, which required pericardiocentesis removing 1500 ml of fluid and extended hospitalization. The patient's medical history is unknown. The procedure was aborted before ablation was conducted. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that he moved the decanav catheter near the right superior pulmonary vein when mapping the left sided atrial tachycardia and perforated at that time. Settings during the event include: irrigation flow of 2 ml and an activated clotting time below 250 seconds. Also, a brk xs needle and an agilis nxt sheath were used in the procedure.